Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It ws reported the pt is experiencing heating at her scs ipg pocket site regardless of stimulation; however, the heating is worse without stimulation. Follow-up identified the sjm representative was able to confirm and clarify that the pt was not experiencing pocket heating but was experiencing pain near the scs ipg which resulted after the pt fell on the scs ipg twice. The sjm representative also confirmed the pt's scs system was functioning properly.